Manufacturer narrative:
Additional information was received that the patient was unable to charge her ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for unknown reason.